Manufacturer narrative:
Section d7: correction. There should be no date of explant as the device remained implanted in the patient after they passed away. Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h10 (correction to investigation conclusion): device does not remain in use supporting the patient. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an ongoing pseudomonas driveline infection which led to sepsis. Patient was transitioned to hospice care on (B)(6) 2020 and passed away on (B)(6) 2020. The device operated as expected. Pump will not be returned.